Event description:
It was reported that approximately 27 months post implant of a bifurcated device, an infrarenal aortic extension and a limb extension, a computed tomography scan revealed separation between the bifurcated and infrarenal devices. The physician implanted an additional infrarenal extension and also a suprarenal aortic extension, which corrected the endoleak. However, the following day, the patient went back to the or with a distended abdomen. An angiogram did not reveal any abnormal findings. The physician elected to open the abdomen to explore. Back bleeding was found and the physician elected to explant the devices and treat the patient with a surgical graft. The patient was reported in good condition.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. H3 other text : device expected to be returned

Manufacturer narrative:
The explant device was returned for analysis; however, its evaluation did not add insight into the root cause for the reported event. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and imaging studies available for this review. Product use was incongruent with the IFU due to the reported left iliac artery diameter greater than 2.3 cm (2.85 cm). Disease progression might have contributed to the reported event; however, given the blood lumen angulation seen at 27 months post index, a severe aortic neck angulation pre- implant, was more likely a contributing factor to the reported event. No pre index studies were available for review, only reported measurements. The first subsequent event to treat a type iiia endoleak, complete component separation, and rupture, were substantiated. The second subsequent event of an explant and open repair/conversion performed within 48 hours of the first evar repair, was substantiated to treat an unknown endoleak. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined, but it is most likely related to the patient's anatomy and disease progression.